Manufacturer narrative:
Section g5 combination product of the initial medwatch report indicates: blank section g5 combination product of the initial medwatch report should indicate: no.

Event description:
The customer contacted physio-control to report an intermittent, non-critical issue with their device related to the loose nibp connector. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that an event code was logged in the device's memory which indicated that it would not likely be able to provided defibrillation therapy if it were necessary.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the main keypad assembly and then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed main keypad assembly in a test device and was able to verify that the reported issue. Physio determined that the cause of the reported issue was that the shock switch was out of tolerance due to excessive resistance.

Event description:
The customer contacted physio-control to report an intermittent, non-critical issue with their device related to the loose nibp connector. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that an event code was logged in the device's memory which indicated that it would not likely be able to provided defibrillation therapy if it were necessary.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 301587611/18/2019-001c is relevant to the reported issue.

Event description:
The customer contacted physio-control to report an intermittent, non-critical issue with their device related to the loose nibp connector. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that an event code was logged in the device's memory which indicated that it would not likely be able to provided defibrillation therapy if it were necessary.